Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 43 mg/dl. Customer complained of kidney stones and back pain. Experiencing low blood glucose for two weeks. The current blood glucose reading is 157 mg/dl. Nothing further reported.